Event description:
It was reported that on inspection of knee, locking wire was found on the outside of tibial baseplate. Insert was in place but looking at insert p/s post was deformed. Patient was revised.